Event description:
It was reported that a spectrum iq infusion pump had "stream occlusion error" during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, 'had an issue: stream occlusion error. ' was not reproduced. A review of the event history log revealed multiple "downstream occlusion" alarms. Downstream occlusion testing was performed, and the device was found to be within specification. The reported condition was verified. The cause of the condition was determined to be the force sensor being out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.